Event description:
The customer reports the issue was found before procedure for a therapeutic transurethral resection of bladder tumor and was completed with similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable water-tightness failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: " image not displayed " and "cable water-tightness failure" the cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image did not display. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare profession the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.